Event description:
Complainant alleged that during biomed testing the device displayed a "defib fault 76" message complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp. Has received the product and will be providing a follow-up report when our investigation is completed.